Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an external fluid leak was observed originating from the drain bag of a prismaflex m100 set during continuous renal replacement therapy. The location of the leak appears to be where the stopcock enters the bag. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. During visual inspection of the provided photo, a fluid leak was observed from the drain bag sealing near the stopcock. The bag is provided by an external supplier. The plant has control measures in place to identify failure modes of this nature. The reported condition was verified. The cause of the condition was not determined as no further or actual sample testing could be performed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.